Manufacturer narrative:
The investigation of positioning issues and access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of positioning issue was unable to be determined as limited clinical details were provided and no product was returned for review. The root cause of access site bleeding was most likely use related as physician confirmed placement of jp drain pressing on a vessel causing some oozing. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26187 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that following impella 5.5 implant, oozing/bleeding was noted from the ancillary cut down site. The patient was taken to the operating room for a washout and two units of blood were transfused. The jp drain was removed and support continued. Four days later, the pump was inadvertently pulled into the aorta and the decision was made to explant the device. The patient was stable following explant.